Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states with a description of "during pai service inspection, the technician found accessory stuck in primary operation channel." Involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). No death, injury or significant delay in procedure was reported. The user facility responded to a good faith effort request via email on several times and on 01-sep-2021 confirmed that they were not aware that the brush has become broken/stuck in the endoscope. The loaner endoscope was received by pentax medical for evaluation on 16-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the accessory stuck in the operation channel and primary operation channel blocked, as well as documenting the following inspection findings: passed wet leak test, suction tube resistance, segment dented, passed dry leak test, air/ water socket worn thread, up/ down control knob/ lever markings faded, right/ left control knob markings faded, down angulation decreased, left angulation decreased, right angulation decreased, up angulation decreased. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 09-sep-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-sep-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-sep-2014. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is pending repair and final qc approval as of 16-sep-2021.